Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 01/04/2019 that on (B)(6) 2018 the receiver displayed errhwrf. No additional patient or event information is available. No product or data was returned for evaluation. The complaint confirmation of the error icon could not be determined. A root cause could not be determined.